Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. The pump was received with intermittent buttons due to moisture damage at the keypad traces. There were no button error alarms noted. The pump was received with a cracked case at the display window corners and a minor scratched lcd window.

Event description:
The customer reported via phone call that he was in the emergency room with his father. Customer received a button error alarm earlier. Customer's blood glucose was 459 mg/dl and then 36 mg/dl at the time of the incident. Customer was taken to the hospital by the paramedics. The paramedics gave him an IV port of sugar water. Customer stated that he is still wearing the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.